Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that his insulin pump's dual/square wave bolus was not working correctly. He stated that his dual wave bolus did not sound normal. No add'l info provided.